Event description:
The customer reported that their bedside monitor (bsm) is showing incorrect ECG readings. They clarified that the bedside was falsely alarmed for tachycardia, but when they moved the patient to another unit, they realized that the previous reading was incorrect. No harm or injury occurred.

Manufacturer narrative:
.